Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink tubing burst when being injected with 100ml of a contrast agent (iopamidol injection) at a rate of 4mm/second. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that this event occurred when the tubing was being injected for CT. This product is not designed to be used for CT purpose since this code is not a high pressure product. The most probable root cause is related to inadequate use of the set. Should additional relevant information become available, a supplemental report will be submitted.